Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with 120 units of insulin. The customer loaded a new cartridge successfully with 120 units. Reportedly, the customer's blood glucose (bg) level was 225 mg/dl; however due to being stressed from the issue, the customer's bg level decreased to 32 mg/dl. The customer consumed carbohydrates to treat the low bg level.